Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter fusiform abdominal aortic aneurysm approximately three weeks ago. The proximal aorta was irregular in diameter and the proximal landing zone was partially calcified. The diameter of the aortic neck proximally and distally and it was 30 mm in length. The diameter of the right internal iliac artery was 21mm and the left was 16mm. The diameter of the right common iliac artery was 17mm and the left was 13mm. An angiogram showed a proximal type I endoleak; therefore, another manufacturer¿s stent graft was implanted and touch-up with a balloon was performed. The endoleak diminished; however, a suspected type IV endoleak remained. Another cuff from another manufacturer was implanted and the procedure was completed. There was still a small endoleak that remained and the physician stated that it will self-resolve. At the time of discharge a CT scan revealed that endoleak resolved. The physician stated that the endoleak might not have been a type I but a type IV. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown type and cause of endoleak. Conclusions: lack of information (unknown type and cause of endoleak).